Manufacturer narrative:
The event occurred at the end of the procedure during a colpotomy activity. There was no reported damage to the teflon pad area nor error messages. There was also no reported additional bleeding.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results and update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken probe. The probe was found broken off and missing. There was no damage to the teflon pad and no metal exposed under the pad. The evaluation also found that both switches were nonfunctional and that the device would not activate.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a lavh procedure, the probe broke into the patient and was retrieved. There was no reported patient injury, and the procedure was completed.